Event description:
During treatment to below the knee (bk), it was reported that after pre-dilation was performed, a sleek balloon catheter (2x220mm) was attempted to cross the lesion but it could not be crossed easily. Therefore, dilation was performed once and the balloon was advanced again but it could not make it. The physician tried to push the sleek again and then a bend in the shaft was confirmed. Furthermore, its shaft got kinked. The physician pulled out the sleek and then the hypo-tube (located at tip of sheath) was separated. The separated pieces were all retrieved form the patient by forceps (cook) and the balloon was removed with the unknown sheath. After that, the sheath was reinserted over the unknown guidewire. The procedure was finished successfully. There was no reported patient injury. No anomalies were noted during the prep of the device. No damages were noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. It is unknown if there was any difficulty advancing the replacement device to the target lesion. The following information is unknown, the inflation device used, if there were any stents present within the treatment site or tracking path, if there was any difficulty advancing the guidewire to the target lesion, the amount of times the balloon was inflated or inserted into the patient, or if force was required when using the device. It is unknown if the patient experience any complications as a result of the failure with the device. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was unknown. The product will be returned for analysis.